Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level exceeded 500 mg/dl, with the display showing ¿high.¿ the customer initially woke up to the malfunction and had not addressed the high blood glucose but planned to bolus if the malfunction could be cleared. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code reappears, which they acknowledged and understood.